Event description:
On the 2nd of september 2024, our customer reported an incident with our selenia dimensions mammography system. It was reported that a vta 29:17 on 2nd of september 2024, a field service engineer confirmed that c-arm moved slightly up/down direction without any command. The incident occurred during the procedure. No injury was reported to the user/staff. On the 2nd of september 2024, the field engineer visited the site to examine the system for vta 29:17 error, checked the mechanical parts of the vertical travel assembly (vta), and found that the motor clutch was defective. The defective clutch has been replaced. The system was extensively tested and is now operating according to specifications.